Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo representative found that the safety side rail panel was partially detached from the side rail mechanism. There was no indication regarding patient involvement. No injury nor other medical consequences reported.

Manufacturer narrative:
Arjo representative found that the safety side rail panel was partially detached from the side rail mechanism. There was no indication regarding patient involvement. No injury nor other medical consequences reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. The inspection of the device revealed that the 2 of 4 screws holding the side rail panel to the side rail mechanism were pulled out. The circumstances in which the damaged occurred are unknown. According to citadel plus instruction for use (831.374): the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. There was no indication regarding patient involvement. No injury was reported. The complaint was decided to be reportable due to the side rail panel partial detachment.